Manufacturer narrative:
Photograph visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on 07-may-21. Visual analysis of the photographs identified two devices two devices one appears to be intact and deformed inside a transparent plastic container, and the other is broken inside a transparent plastic container, explanted side and lot number not confirmed.

Event description:
Physician reported intracapsular rupture, confirmed by MRI. Left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported intracapsular rupture, confirmed by MRI. Left side. To be explanted.